Event description:
It was reported that the tip of the instrument was broken during the procedure in the back of the patient.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification which might contribute to the reported event. The returned product is still under evaluation. Therefore, we are unable to determine the definitive cause of the reported event.